Manufacturer narrative:
Investigation summary: analyzer data was obtained and analyzed as part of the investigation. Analysis did not conclude a product performance issue. Tested 5x returned devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: phone.

Event description:
1 false positive sofia sars result reported. Patient was asymptomatic (off-label use at time of report). Result was confirmed negative with pcr and also negative upon repeat on sofia.